Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. Patient is a child. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that after a child's blood draw through the maxzero, the lab results were too high. The labs drawn were not provided. No patient harm occurred and no other patient effects were noted.